Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system shut down" (loss of power). The nurse reported the system shut down during a case. The system was rebooted and the case was completed as planned. No pt injury was reported.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 468 mg/dl and 104 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.